Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, e1, g2, h6.

Event description:
Patient reported left side ¿enlarged lymph nodes in arm pits¿, and ¿enlarged lymph nodes¿. And ¿terrible night sweats¿, ¿gastrointestinal issues¿, ¿hair loss, ¿weight loss¿ , ¿night sweats and ¿chronic fatigue¿- which is not device related. The device has been explanted.

Event description:
Regulatory agency reported patient reported ¿enlarged lymph nodes in arm pits¿, and ¿enlarged lymph nodes¿. And ¿terrible night sweats¿, ¿gastrointestinal issues¿, ¿hair loss, ¿weight loss¿, , ¿night sweats and ¿chronic fatigue¿- which is not device related. This is for the left side device. The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphadenopathy.